Manufacturer narrative:
(B)(4). Final analysis found that the insulation was fractured at 21.5cm to 23.1cm from the connector pin. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
It was reported right atrial and ventricular leads exhibited high impedance and noise. During lead revision, it was noted that the leads had clavicular crush impressions. The leads were explanted and replaced. The patient was asymptomatic and stable post operation.